Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer requested to have their device evaluated. The customer did not indicate what exactly needed to be evaluated. There was no reported patient or user involvement and no adverse patient/user impact.